Event description:
The lead was explanted due to exit block, was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The conclusion code has been updated. Evaluation summary: (B) (4) proximal conductor fractured; full lead was returned for analysis.